Event description:
It was reported that, during a meniscus repair surgery, the ultra fast-fix assembly could not deploy the t1 anchor; the front section of the needle rod has two different degrees of notch marks. A back-up device was available to complete the procedure. The surgery was delayed for more than 30 min. The patient was not injured.

Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. The needle is bent and is damaged at its distal tip. T1 is free from the needle but remains attached to the suture. T2 remains on the needle in its customary pre-deployment position. T2 was tested for proper deployment using a rubber meniscus model; t2 was able to be stripped off of the needle as intended. The device was not returned in the condition of the reported complaint of t1 non-deployment. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.